Manufacturer narrative:
The reported event was confirmed. The exact cause of the sample condition could not be determined and could not assign a manufacturing related process. Received only the 3-way catheter for evaluation. The sample was visually evaluated and a pinhole was observed on the rubberize layer. Per the functional testing, the balloon was inflated with water and water was leaking from the drainage funnel. The pinhole was evaluated under a microscope and noted to be round and smooth. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients: do not use on patients who are or have been allergic to natural rubber latex." (B)(4).

Event description:
It was reported that the catheter fell out of the patient¿s body with a deflated balloon, on the day of placement. A leak test was performed against the dislodged catheter by injecting water and 15 minutes later, balloon deflation was observed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter fell out of the patient¿s body with a deflated balloon, on the day of placement. A leak test was performed against the dislodged catheter by injecting water and 15 minutes later, balloon deflation was observed.